Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutpro-26-us, serial/lot #: (B)(4), ubd: 24-may-2020, UDI#: (B)(4). Product analysis: the valve was not returned and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve dislodged. The valve was fully recaptured. A second deployment attempt was made and the valve dislodged again. On the third deployment attempt, the valve was fully deployed. Following implant, angiography showed a dissection in the aortic root, near the sinuses. Subsequently, an aortic graft was placed and the valve was replaced surgically with a non-medtronic valve. Per the physician, the dissection was possibly caused by the valve during dislodgement or recapture and unlikely to be caused or contributed to by the delivery catheter system (dcs). It was noted that the descending aorta was slightly tortuous and that there was calcification in the sinotubular junction. There was no difficulty experienced during advancement of the dcs. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record for the valve was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. It was reported that the valve was recaptured twice due to the valve dislodgement. On the third attempt, the valve was fully deployed. Following implant, angiography indicated a dissection in the aortic root near the sinuses. It was reported that the valve was recaptured in order to reposition it. This is a feature of the enveopro device that allows for additional attempts at accurately positioning the valve. No device was returned for analysis. Cine images were sent for review. The cine films report could not confirm that the valve was recaptured multiple times, but it did confirm that it was fully deployed. The cine films did confirm that an aortic dissection was seen just above the sinuses; however, the reason was unknown. The cine films could not confirm or deny an aortic stent graft was placed and that the valve was replaced surgically. As reported, the dissection was possibly caused by the valve during dislodgement or recapture. Dissection post implant of a transcatheter valve is listed in the device instructions for use (IFU) as potential adverse effects and can occur during any percutaneous intervention. A conclusive root cause could not be established from the information available. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. In this case the descending aorta was slightly tortuous and there was calcification in the ascending aorta and the sinotubular junction. This indicated that the probable cause of the dislodgments was due to the patient anatomy. Dislodgment events do not typically indicate a device manufacturing issue. There was no information to suggest a device quality deficiency related to this event. A direct correlation could not be made between the observed adverse events and the medtronic products. In this case, an aortic graft was placed, and the valve was replaced surgically. No additional adverse patient effects were reported. This event did not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.